Manufacturer narrative:
Na

Event description:
It was reported that the ventricular lead was oversensing. The oversensing went away in unipolar tip sensing, so the patient was left in unipolar tip sensing at 3.5 mv. The lead would be monitored.